Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the unit alarmed and the front panel went blank when it was tested. This issue occurred due to the main board being faulty. It was also noted that the manifold unit was leaking co2. The unit also had a rusted rear panel and chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit front panel was not working. The issue was found during preparation for use and there was no patient involved. There were no reports of patient harm associated with the event.

Event description:
During the device evaluation, it was confirmed that the co2 was leaking from the manifold. This report is being submitted for the co2 leak from the manifold and the front panel not working.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5:the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm sounded and the front panel went blank due to a failure of the main board. A final root cause of the main board failure was unable to be identified. Additionally, the root cause of the co2 leaking from the manifold was unable to be identified. Olympus will continue to monitor field performance for this device.